Manufacturer narrative:
H4: the lot was manufactured from february 07, 2022 - february 08, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and showed fluid inside a yellow color bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking. This issue was discovered at the hospital pharmacy when they were opening a stock infusor to over label it prior to patient use. Further described as ¿there was a large amount of drug leaked all over the outside of the infusor and also within the yellow plastic bag¿. The device was filled with fluorouracil 4600mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.